Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they had to make some adjustments to the intensity of their stimulation yesterday and they were not sure if this was normal. The patient said they had been in pain for about a month and all of a sudden they were getting crazy like shocks which they never had before. The patient decreased the intensity and now the shocks were very minimal. The patient also said they were having a very strange pain that radiated through the right side of their butt where the device was implanted, and it almost felt like they fell. The patient was redirected to their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
B3: event date is year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.